Manufacturer narrative:
Product was returned for analysis on 7/19/2016 and additional information was received on 7/20/2016: the events did not result in patient injury or a clinically significant delay in the procedure. Conclusion: as reported by a healthcare professional, during a coiling procedure in the internal carotid artery, a micrusphere coil (ssr18133420/c24286) got stuck in the microcatheter and stretched and detached in the microcatheter when they tried to remove it, and a presidio (pc410073030/c27557) could not be resheathed. The micrusphere had not exited the sl10 microcatheter. The microcatheter did not appear damaged, and a continuous flush had been maintained through the microcatheter. Prior to this coil, other coil had successfully gone through the same microcatheter. The coil was removed with the microcatheter. There had been no difficulty during unsheathing the presidio coil, and excessive force had not been used. The coil did not appear damaged (i.e. Stretched, kinked, separated, detached), and the pre-score area did not open. The events did not result in patient injury or a clinically significant delay in the procedure. The micrusphere coil was returned for analysis. Unreported damage of the device positioning unit (dpu) not returned was found. Concerning cleanliness only, the coil and the microcatheter were returned in almost pristine condition. The coil and the microcatheter were either not used or were cleaned before being returned which may have produced further damage. It is also unknown if the coil and the microcatheter were improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. Only the microcatheter and the coil were returned. Approximately 3.2 centimeters of the microcatheter¿s distal section has been severed and not returned which was unreported. Located proximal, but adjacent to the blue/grey junction is approximately 3.0 centimeters of unreported severe compression to the microcatheter¿s tube. Located 32.0 centimeters off the severed distal tip is an obstruction found inside the microcatheters tube which was the proximal end of the coil. Unreported damage of the device positioning unit (dpu) not returned was found. The distal section of the microcatheter has been severed and not returned. The coil was dissected and removed from the microcatheter with the middle section of the coil found stretched. The proximal end distal sections of the coil were not stretched. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the micrusphere coil being impeded inside the microcatheter, stretched, and prematurely detached was confirmed. It was reported that the additional damage found during analysis was related to post-procedure handling. Without the return of the dpu, and due to the unreported severely compressed and damaged microcatheter, the exact root cause of the coils advancement difficulties, stretching and detachment cannot be determined; however the most likely contributing factor may have been the selection of a non-compatible 10 series microcatheter that was utilized with an 18 series microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the codman microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The codman microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.017 to 0.021 in (0.356 to 0.533 mm). The inner lumen of the sl-10 microcatheter is 0.0165¿. In addition, without the return of the dpu and the severed distal section of the microcatheter used in the procedure and without further clarification of the damages concerning the compressed section of the distal tip of the microcatheter adjacent to the missing severed section, it cannot be determined if these components and damage contributed to the complaint event. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Information regarding age and gender were not provided. (B)(4). It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during a coiling procedure in the internal carotid artery, a micrusphere coil (ssr18133420/ c24286) got stuck in the microcatheter and stretched and detached in the microcatheter when they tried to remove it, and a presidio (pc410073030/ c27557) could not be resheathed. The micrusphere had not exited the sl10 microcatheter. The microcatheter did not appear damaged and a continuous flush had been maintained through the microcatheter. Prior to this coil, other coil had successfully gone through the same microcatheter. The coil was removed with the microcatheter. There had been no difficulty during unsheathing the presidio coil, and excessive force had not been used. The coil did not appear damaged (i.e. Stretched, kinked, separated, detached), and the pre-score area did not open. It was reported that the devices would be returned for analysis.